Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
The customer reported to physio-control that their device had all three icons (charge-pak, attention and service wrench) present on the readiness display. Upon inspection of the device by physio-control, it was observed that the device would not power on. There was no patient use associated with the reported event.